Event description:
Information was received that use of this smiths medical cadd extension sets, tubing leaking was noticed. It was reported that patient spontaneously called stating that the tubing was leaking and experienced swelling which may have caused the port/line to dislodge. It was reported that the patient was went to the emergency room and unknown if the patient was admitted. However, the patient was switch to another device. No patient injury reported.